Manufacturer narrative:
Evaluation complete-final report.

Event description:
On 9/11/96, the account states a pt's urine sample gave a positive result yet the dr stated the pt clinically did not present positive signs of pregnancy. The pt's blood was drawn and a serum beta hcg was done at a reference lab for a negative result at less than 5 mlu/ml. The urine sample was a random sample. The account stated the pt delivered a child 6 months ago and was in for her routine 6 month check-up. The pt is not on any medications. Her last mentstrual period was 3 wks prior to visit which was 9/10 or 9/11. The account has no urine or serum for return.